Manufacturer narrative:
(B)(4). Unit p-cap, reservoir locked properly in place. Unit received with minor scratched liquid crystal display window, damaged display window cover, and scratched case. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Misaligned force sensor cable and intermittent connection noted. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that the insulin pump had crack down the front of screen with a big chip out of it. No harm requiring medical intervention was reported. The device will be returned for analysis.